Manufacturer narrative:
Radiometer investigation of the received datalogs did not show any malfunction of the device. The deviating measurement could be sample related but this could not be confirmed. The root cause of the incident is therefore unknown. H6: two patients did experience prolonged hospitalization due to analyzer result, but as there was no health damage accompanying the use of the analyzer the "health effect - impact code" has been corrected to code 2199.

Event description:
According to the complaint on monday (B)(6) 2021, at 12:10 the customer measured a na of 170 mmol/l on the abl90 flex plus analyzer (B)(4) in the neonate department. It is sample run #7320. There were no error codes associated with the result. While this sample was drawn a sample for the cobas was also drawn. Two hours later the result of 137 mmol/l is released from the cobas. A new sample is then drawn from the baby and run on cobas. This result is 136 mmol/l. Qc and calibrations before and after the suspected failing result does not show any malfunction of the abl90 flex plus analyzer. The falsely high na result has led the customer to make a search for na results higher than 170 mmol/l. This has resulted in 3 results popping up for their investigation. They found one na result from (B)(6) 2020 measured on a abl (B)(4). The na result showing 175 mmol/l. They did not release the result but asked for a new sample. This sample showed 141 mmol/l. The result was released, and no further actions were made at that time. They found another na result from (B)(6) 2020 measured on the abl90 flex plus analyzer (B)(4). The na result showing 174 mmol/l. Research from lab system reveals 3 na results of 138, 136, 138 mmol/l before the false high result and one result of 137 mmol/l after the false result. They found a third na result from (B)(6) 2020 measured on the abl90 flex plus analyzer (B)(4). The na result showing 179 mmol/l. Research from lab system reveals 2 na results of 137 and 139 mmol/l before the false high result and 3 results of 143 mmol/l after the false result. All falsely high na results were measured on capillary samples in capillary mode. The patient ages range from 1 day to 3 months. Based on the described na results the customer considers the abl90 flex plus analyzer na result of 170 mmol/l and the later found na measurement incidents as false high. No reports of death or serious injury. Due to the measurement results two of the patients experienced prolonged hospital stay.